Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that one year following the implant of this transcatheter bioprosthetic valve, mild paravalvular leak was reported and no treatment was prescribed. No adverse patient effects were reported. Additional information was received that approximately seven years, ten months following valve implant, the patient presented to the emergency department (ed) at the request of the cardiologist with lower extremity edema and weakness. Upon assessment, a blood sample was obtained; test results revealed the b-type natriuretic peptide was 12,346pg/ml and an elevated troponin value. The patient was symptomatic of acute-on-chronic congestive heart failure (chf) including dyspnea, fatigue and weakness and was admitted. An x-ray of the chest showed a pleural effusion and pulmonary congestion. An echocardiogram was performed and identified severe central aortic regurgitation. Upon consultation with cardiology, it was determined the elevated troponin was likely due to demand ischemia; acute coronary syndrome was ruled out. Diuretic medications were administered via intravenous therapy and by mouth. The treatment plan included surgical aortic valve replacement (savr). Two days later, the IV medication was discontinued; the patient was in stable condition and was discharged to home. Two days later, the patient re-presented to the ed with progressive symptoms of acute chf and was admitted. A blood sample was obtained and results showed the patient had an acute increase in the creatinine level; however, the patient had a pre-existing medical diagnosis of chronic kidney disease. Diuretic medications were adjusted. The next day, a transesophageal echocardiogram was performed and showed severe prosthetic aortic valve insufficiency was noted. The patient remained admitted for observation and to perform further standard of care testing needed for the upcoming savr procedure. Approximately seven years, eleven months after the initial valve implant, the savr procedure was performed; the medtronic valve was explanted and a non-medtronic surgical valve was implanted. The patient had multiple other comorbidities which prolonged the hospital stay. The patient was discharged seventeen days after the savr.